Event description:
Hcp reports at the patient's refill appointment, the expected pump volume was 8.5ml, but the actual pump volume was 0.5ml. Hcp states the patient has a difficult medical sequela, so it has been hard to assess if the patient is experiencing symptoms of overdose. The drug in the pump is not known. Hcp is considering troublshooting options. Additional information has been requested from the hcp, but was not available at the time of this report.